Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and broken reservoir tube lip. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized. The customer stated the reservoir completely fell out, changed the reservoir again and it still doesn't feel secure. Customer noticed the reservoir coming out and replaced the reservoir and still feels secure. The customer's blood glucose was 9.7mmol/l. Customer stated the reservoir compartment is chipped. Advised to discontinue the use of the insulin pump and revert to back-up plan.